Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with chest pain, discomfort and palpitations. Device interrogation showed phrenic nerve capture caused by lead dislodgment from the lateral vein into the right atrium. The dislodgement was confirmed on chest x-ray. Reprogramming changes were made. The lead was explanted and replaced. The patient was reported to be stable prior during and after discharge.

Manufacturer narrative:
Analysis was normal. No anomalies were found.